Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 6 year and 10 months, is being evaluated for a valve-in-valve procedure due to portion of the mitral valve that appears thickened and restricted with severe stenosis. Patient presented with severe dyspnea, chronic heart failure, nyha class IV. Planned viv procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 7 year and 1 month, underwent a valve-in-valve procedure due to portion of the mitral valve that appears thickened and restricted with severe stenosis. Patient presented with chf nyha class IV symptoms. The procedure was performed with a 29mm 9600tfx

Manufacturer narrative:
Updated section b5.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 7 year and 1 month, underwent a valve-in-valve procedure due to portion of the mitral valve that appears thickened and restricted with severe stenosis. Patient presented with chf nyha class IV symptoms. The procedure was performed with a 29mm 9600tfx. The patient outcome at the end of the procedure as stable and in recovery.

Manufacturer narrative:
. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.